Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on jul 23, 2021 with lot number 2637673. Visual analysis of the returned device identified: crease flat, opening on anterior. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Manufacturer narrative:
Trend analysis: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (B)(4) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "leaking implant". Healthcare professional confirmed the event of deflation. Device remains implanted.